Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that the echocardiogram (ECG) trace disappeared from the ultrasound display shortly after it was booted up and before any patient exams were performed. The user rebooted the system and its functionality was restored. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted because it was determined that this medical device report (MDR) initially submitted to the FDA on 01/03/18 was filed in error. Upon further review, this complaint would not lead to patient harm because the reported electrocardiogram (ECG) trace disappearing did not occur during a high risk procedure. Reference: (B)(4).